Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Customer stated they were taking antibiotics. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr). Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek vantus meter serial number (B)(4). At 9:00 am, the meter result was 3.8 inr. At 9:30 am, the laboratory result using an unknown reagent was 2.8 inr. The therapeutic range was 2.0 inr-3.0 inr. The customer tests 2-4 times per month.